Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette, and the serious adverse event(s) of infection, which preceded the patient¿s transition to hd for rrt. The type and etiology of the infection is unknown; therefore, causality cannot firmly be established. Additionally, it is unknown if the patient was utilizing a fresenius device(s) and/or product(s) when the events occurred. Given the anonymous reporting of the serious adverse events, an inability to obtain additional information precluded a more comprehensive investigation. Based on the limited information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
T was reported via a social media that a peritoneal dialysis (pd) patient contracted a ¿bad¿ infection (specifics not provided) which ¿destroyed¿ (specifics not provided) the patient¿s peritoneum. As a result, the patient transitioned to hemodialysis (hd) three days-a-week. Knowledge of the serious adverse events was obtained from an (B)(6) website, in which only the patient¿s screen name was provided. As such, written or telephonic due diligence was not possible.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping search could not be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. The lot number is unknown, therefore, the number of complaints to trigger a nonconformance report could not be determined. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported via a social media that a peritoneal dialysis (pd) patient contracted a ¿bad¿ infection (specifics not provided) which ¿destroyed¿ (specifics not provided) the patient¿s peritoneum. As a result, the patient transitioned to hemodialysis (hd) three days-a-week. Knowledge of the serious adverse events was obtained from an internet website, in which only the patient¿s screen name was provided. As such, written or telephonic due diligence was not possible.